Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading rose to 409 mg/dl. The customer stated that the issues began happening at a more frequent rate starting in (B)(6). The insulin pump was not returned or replaced.